Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009, and elevate was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh revision/posterior repair on (B)(6) 2009 and cystoscopy and pelvic exam under anesthesia on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urgency, and dysuria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior bladder repair; due to pop and sui. It was reported that following insertion the patient experienced severe vaginal pain, urinary problems, difficulty during sex, and leaking. It was reported that the patient underwent mesh removal surgery on (B)(6) 2012 due to pelvic pain and rectocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.